Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the black plastic tip of the inserter/impactor broke while inserting glenosphere. No further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: d4 lot# h4 - manufacturing date unknown the following sections were updated: b4, b5, d9, g3, g6, h2, h10.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified scratches, nicks, wear and strike marks. The impactor pad was not returned therefore visual inspection of the pad could not be performed. The lot number was severely worn. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.